Event description:
During exploratory laparoscopy and reversal of hartmann's pouch, the stapler fired, but did not cut the tissue. The surgeon converted to hand-sewn anastomosis that lengthened the surgery by 2.5 hours. There were no complications and no evidence of a leak at the end of the procedure.======================manufacturer response for stapler, surgical endopath ils (per site reporter).======================the stapler was returned to the representative.